Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an unknown error message on receiver and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. Patient's mother reported the patient felt funny, drank some juice and was transported to the hospital by the father. At the time of contact, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.